Manufacturer narrative:
The reported pump stoppages and low flow alarms were confirmed through the evaluation of the submitted system controller log files. However, a specific cause for the reported event could not be determined conclusively through this evaluation. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. There were no other unusual events noted in the event history. The end of the log file appeared to be capturing the disconnection of the driveline to the controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was put on a non-grounded patient cable as the long-term solution.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low flow and pump off alarms occurred when the system controller was connected to the power module. No alarms occurred when the system controller was connected to battery power. A short to shield condition was suspected. The patient was asymptomatic and reportedly refused to stay at the hospital. A non-grounded patient cable was requested for the patient to be used with the power module. No additional information was provided.